Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue on 4/9/2014. An error 25 was showing on the generator, which is voltage error. Replacement battery packs were sent to site. Fse replaced x-ray batteries and performed test shots. All were good, no error found. Ran rad and flouro gain cals. System was put back in use. No parts returned to manufacturer so no evaluation could be completed. No further issue reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that during the pm received an error 25. There was no patient present when this issue was identified.